Manufacturer narrative:
Additional information received on 21 december 2016 and includes: no information is available regarding the pathogen involved. On 04 january 2017 the medical affairs director performed a clinical evaluation and commented as follows: revision of cementless tha after ca. 6 months due to infection. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. On 05 january 2017, the manufacturer of the ceramic ball head and liner (not marketed in us) provided a document review for the products involved in this complaint and commented as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Batch reviews performed on 09 january 2017. (B)(4).

Event description:
Revision surgery due to infection 5 months after primary surgery. A wash out was performed, the stem was extracted without difficulty and replaced. The cup extraction was difficult.

Manufacturer narrative:
Additional information received on 19 january 2017 and includes: the pathogen analysis showed staphylococcus epidermidis. On 02 february 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The stem showed a partial absorption of the distal area, while in the proximal area it remained almost totally anchored. Some little remains of fibrotic tissue and bone were noticed on the surface of the body. On the neck region some signs of scratches and strokes were visible, probably occurred during removal, and some dark signs were also present, probably caused by the use of the electrocautery in primary surgery 5 months before the revision. The ceramic ball head showed some signs on the base, a dark surface on the inner taper, due to the grip with the metal taper of the stem, and a visible sign on the spherical external surface probably occurred during the revision. The acetabular shell and the ceramic liner disassembled during the inspection; the cup showed no particular signs on the inner taper, while the external surface showed a ha coating almost totally absorbed in the macrostructures and partially remained in the polar region. Finally, bone and fibrotic tissue were noticed in the macrostructures showing a good anchorage with the bone. The ceramic liner revealed a dark surface of the taper, due to the contact with the metal surface of the shell, and some dark signs on the rim, probably occurred during the revision phase with a cup removal tool. From the analyzed pieces it is not possible to determine the root cause of the event.